Event description:
Reportedly, after updating the smarttouch to 3.16, the monitor is completely black. It turned off correctly, but after turning it on again, the screen was still black, only the logo was visible when turning it on.

Manufacturer narrative:
The review of provided data confirmed the reported issue. Upon reception of the subject programmer the issue was reproduced. The problem is due to a sudden stop of the tablet during installation of smartview 3.16. Indeed, the ¿manager¿ installation was not complete which explain this issue at every launch of the tablet. The cause of this sudden stop is unknown. It is supposed that, with the rapid sudden stop and relaunch of the tablet, there was a critical error like a ¿bsod¿ (blue screen of death) but there are no clear evidences of this on the tablet. The root cause is not clearly established. The re-ghost of the subject programmer was done and accordingly, the programmer followed the normal workflow of repair and returned to the field. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, after updating the smarttouch to 3.16, the monitor is completely black. It turned off correctly, but after turning it on again, the screen was still black, only the logo was visible when turning it on.